Event description:
Patient reported for left side "silicone leaking under breast", "capsular contracture, baker grade unknown", "pressure and breathing problems". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported for left side "silicone leaking under breast", "capsular contracture, baker grade unknown", "pressure and breathing problems". The device remains implanted.